Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was over 600 mg/dl. The customer stated that everything had been fine until the day prior when she changed the insulin pump's infusion set and reservoir. The most recent blood glucose reading was 515 mg/dl. She advised that she did not exhibit any symptoms of high blood glucose, since she was used to having high levels. Upon troubleshooting, insulin did exit the tubing during a manual prime. She observed one or two tiny air bubbles about 2 inches from the reservoir. The insulin pump passed the high pressure test and no leaks were found. She used a different insulin than what was recommended. The customer was removing the infusion set from her body when the call was disconnected, and the troubleshoot could not be completed. She discontinued use of the insulin pump and still had high blood glucose. She advised that she would consult her doctor regarding the issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.